Manufacturer narrative:
No patient involvement reported. Exact date is unknown. Reporter is synthes sales representative. Device history records review was completed for part: 314.570, lot: 8583121. Manufacturing location: (B)(4), release to warehouse date: dec 18, 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Produce investigation was completed. Visual inspection performed at customer quality (cq) observed significantly worn hex tip on the returned screw driver. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. The observed condition was identified to be a significant post manufacture damage. Therefore, dimensional inspection was determined to be inapplicable for the observed condition. No definitive root cause was able to be determined with the available information. However, any possible unintended excessive turning forces on the device during usage/during handling over 4 years could have contributed to this condition. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, there was an unknown malfunction of the devices discovered in the sterile processing department involving two (2) depth gauges, one (1) hexagonal screwdriver, and one (1) stardrive screwdriver shaft. There was no patient involvement. Visual inspection performed at customer quality (cq) observed significantly worn hex tip on the returned screw driver. This report is for one (1) small hexagonal screwdriver long. This is report 3 of 4 for (B)(4).